Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a x-ray sponge. The customer states the sponges fell apart after absorbing fluid and while outside the patient's body. The customer states that there were no sponges that fell apart in the body cavity and medical intervention was not required.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.